Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. The alarm was resolved with a complete set change. The customer was unable to troubleshoot. Customer's blood glucose level was 150 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.